Manufacturer narrative:
There was no visible damage to the exterior of the penumbra system aspiration pump max 110v (pump max). Evaluation of the returned device revealed that the pump max was able to reach adequate vacuum pressure when powered on according to penumbra specification. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy using a penumbra system aspiration pump max 110v (pump max). During the procedure, while in use with an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8), the pump max was not getting to normal maximum pressure of -28.5/29 inhg. Although the pump max would only reach -26 inhg, the procedure was successfully completed using this same pump max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #01 MFR report: 1. Age at time of event. 2. Age unit. 3. Serial #. 4. Device manufacture date. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Report source.